Event description:
It was reported that the fowler hydraulic cylinder was malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow-up submitted as further investigation determined the fowler was stuck in the flat position. This will result in caregiver annoyance; however, it is not likely to harm the patient as the fowler was stuck in the desired position for CPR administration, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported that the fowler may have been stuck in an elevated positon as the fowler hydraulic cylinder was malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.